Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right superficial femoral artery (sfa) using a penumbra engine (engine), an indigo system aspiration catheter 6 (cat6), an indigo system aspiration tubing (tubing), and a 6f non-penumbra sheath. During the procedure, the cat6 and the tubing were connected to the engine. While advancing the cat6 through the proximal third of the sheath using the peel away sheath, the physician experienced resistance, and subsequently, retracted the cat6. Upon removal of the cat6, the physician noticed that the distal one centimeter of the cat6 was kinked. It should be noted that there was no reported issue with the tubing. The procedure was completed using a new indigo system aspiration catheter 7 (cat7), a lightning aspiration tubing (lightning) and a new 7f non-penumbra sheath. There was no report of an adverse effect to the patient.